Event description:
It was reported that during a low anterior resection procedure the surgeon claims that he fired, heard the audible and felt the tactile feedback, but had difficult in taking the stapler out. When he managed to do it the entire anastomosis gave away, he claims that the stapler is not fully formed, he had to redo the procedure and fire another stapler again. Procedure was extended by 60 minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information provided: how did the prolonged procedure clinically impact the patient? Not much impact except the duration of the case. Did the device deploy all the staples? Yes. Were the deployed staples in the proper b shape? Those that came out was b shaped. Did the patient have to receive a temporary colostomy as a result of the device?temporary. Was the procedure done open/laparoscopic? Open. What device was used for the proximal and distal transaction of the bowel? Cdh for anastomosis. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tie. Was the spike of the trocar inserted through bowel lateral or through the staple line? N/a. What confirmation did the surgeon receive that the anvil was firmly attached? Yes. When the device was fired, what was the location of the indicator within the gap setting scale? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Yes audible and tactile feedback, the surgeon has been using ours for awhile now. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Same. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, 2 1/2. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Re-did the anastomosis. Is there any other additional information you would like to share about this device, procedure, patient or physician? None. What were the indications for surgery? What was found? Tumor. Does the patient have any relevant history of surgical treatments? Unk. What are the patients age and sex? Unk. Did a hcp other than the primary surgeon fire the instrument? No, primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition and void of staples. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. When either or both of these scenarios occur the device will not transect the tissue completely resulting in difficulties to remove the device. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.